Event description:
It was reported that the pump touch screen was scratched. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.